Manufacturer narrative:
This MDR report is part of the (B)(4) pilot program, exemption number e2015055. One device was received for evaluation; one event was confirmed during testing. The device was found to be affected by corrosion and broken down lubrication. The device was scrapped by stryker. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes "1" malfunction event, in which the device was overheating. There was no patient involvement; no patient impact.